Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
Bd vacutainer® 9nc 0.129m plus blood collection tubes had under fill citrate tube and no serious injury or medical interventions.

Manufacturer narrative:
Date of event updated from (B)(6) 2017 to (B)(6) 2017. Date received by manufacturer updated from 12-7-2017 to 12-11-2017.

Event description:
Bd vacutainer® 9nc 0.129m plus blood collection tubes had under fill citrate tube and no serious injury or medical interventions.